Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a partial display. New batteries were used in the insulin pump but the partial display still remained. The partial display occured during normal use of the insulin pump. The insulin pump will return.

Manufacturer narrative:
Insulin pump was received with a blank non-flashing white lcd display with vertical/horizontal white lines due to cracked lcd glass. Unable to perform the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test or verify missing segments due to blank display. Insulin pump was also received with scratched case, pillowing keypad overlay, cracked battery tube threads, cracked case behind the insulin pump near the battery compartment, faded/stained serial number label and minor scratched lcd window.